Manufacturer narrative:
As reported, unknown filaments were noted in the 3dmax light mesh inner package. Review of photos provided show the 3dmax light mesh within its clamshell tray, there is what appears to be a foreign material (hair like, black in color) present within the clamshell tray on the edge seal of the mesh. Based on the investigation performed and without the physical sample a definitive root cause regarding the identification and origin of the material cannot be determined. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1120 units released for distribution in august 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, after receiving the 3dmax light mesh in the operating room, the package was opened and found that there were unknown filaments (foreign material) in the inner package. There was no reported patient injury.

Manufacturer narrative:
As reported, unknown filaments were noted in the 3dmax light mesh inner package. Review of photos provided show the 3dmax light mesh within its clamshell tray, there is what appears to be a foreign material (hair like, black in color) present within the clamshell tray on the edge seal of the mesh. Based on the investigation performed and without the physical sample a definitive root cause regarding the identification and origin of the material cannot be determined. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1120 units released for distribution in august 2022. Addendum: this is an addendum to the initial MDR submitted to document the results of the sample evaluation. Sample evaluation finds the foreign material within the clamshell tray is thread like and blue in color. Based on visual and manufacturing process evaluation performed the returned sample condition could be readily matched with a manufacturing-generated condition. Per investigation performed, it was determined that, condition may have originated at manufacturing area during sealing/ inner packaging manufacturing process. Awareness notification was provided to manufacturing personnel. Our records continue to show there have been no other reported complaints to date for this lot. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, after receiving the 3dmax light mesh in the operating room, the package was opened and found that there were unknown filaments (foreign material) in the inner package. There was no reported patient injury.